Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields h3 and h4. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to a bending force could have been applied to the tube when the device was inserted into the endoscope, removed from the sterile package or during pre-inspection. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion." "When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged." "Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument." "Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the single use injector did not come out of the sheath with the handle in open position while inside the patient during a diagnostic procedure to mark an injury site for surgery. A second injector was used, which had the same issue. The procedure was delayed for about 40 minutes and was completed thereafter with a similar device. It was unknown if the patient was under general anesthesia or some type of sedation. There were no reports of patient harm.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.